Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and diminished battery life. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-1884l, mmt-332a. The customer reported a past event and the issue was resolved. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-399a, mmt-1884l, mmt-332a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. No unexpected battery alarms or alerts noted during testing. Normal low battery alerts occurred on 07/11/2025 08:02:01, 06/29/2025 00:11:00 and 06/16/2025 16:24:00 were found in the history files or traces. Battery cycle 4.0 received the lowbatteryalert (104) on 07/11/2025 08:02:01 after more than 7 days at 11.72 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/29/2025 00:11:00 after more than 7 days at 12.08 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/16/2025 16:24:00 after more than 7 days at 11.82 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 31-jul-2025 or two days prior. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked case, scratched case, cracked case-corner of belt clip rails and cracked keypad overlay. Unexpected insulin flow blocked alarm and charge/battery lasts less than expected were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.